Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: the original complaint could not be confirmed or duplicated. All of the buttons were responsive and functional. There was no visible signs of damage to the keypad. There was no contamination found under the button contacts when the keypad was removed. There was also no internal damage found when the pump was opened for investigation. Unrelated to the original complaint, the text on the display was dim and discolored. The contrast setting was increased to the maximum with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter stated that they were having problems with the buttons on the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.